Event description:
Additional information was received that the event of post paced t-wave oversensing was observed during a remote follow-up.

Event description:
It was reported that there were episodes of post-paced t-wave oversensing (pptwos) observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.